Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00925857 case subject: npi 8100 rate calibration fails. Account name: st agnes medical center account #: 1709000 asset name: 8100 pump module v8 asset location: contact: brad matthews contact email: brad.matthews@trinity-health.org contact phone: 559-450-3794 contact mobile: patient or user involvement: no patient or user harm: no case description: customer inquires the rate calibration fails on 8100 (s/n (B)(4)). Failure device type: alaris system instrument failure problem type: 8100 failure mode: calibration case resolution: customer inquiry the rate calibration fails on 8100 (s/n (B)(4)). Assisted customer to step through the rate calibration process. Identify they are using the rate calibration set (8100-rcs). Customer expresses no change, and device still fails. Informed the customer the calibration parameters are stored on the logic board. Customer to interchange logic board repair/replacement. Informed customer, if any further concerns and/or issues to give a call back. End call.